Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7089644.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. It was also stated that the patient was feeling pain and tingle. The patient underwent a lead pull procedure. Explanted leads were discarded.